Manufacturer narrative:
Catheter model# 8731sc serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2011, the patient experienced warmth and swelling. The patient went to the emergency room. There was a fair amount of fluid at the incision (abdomen). The physician aspirated the wound and sent the culture for testing. It originally tested positive for gram stain. In the final report from the lab, the culture was determined to have grown no organisms. The patient was administered IV antibiotics. The entire system was removed due to infection. The patient was in a nursing home due to withdrawal. At an appointment on (B)(6) 2012, the patient was doing fine, was ok. The pump was delivering compounded baclofen.